Event description:
On (B)(6) 2025 the user experienced severe hypoglycemia with a bg of 35 mg/dl and was found unconscious while using the ilet. The user was transported by ambulance to the hospital, treated with glucagon, and discharged the same day. The user described themselves as an uncontrolled diabetic and provided no additional contributing details.